Event description:
It was reported that rigid scope exhibited broken lenses. The issue occurred during set up and inspection before patient in room. There was no report of patient harm.

Manufacturer narrative:
E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide correction, additional information and the results of the legal manufacturer's final investigation. Updated fields: b5, e1, h3, h4 corrected fields: d2a the device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: broken lens due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: the issue occurred before the intended therapeutic procedure of tur-bt (transurethral resection of bladder tumor). The procedure was completed using the same device.